Event description:
It was unknown if they received a aq2010v 3 piece silicone lens with debris or if it happened during loading. The debris was noticed after the lens was in the cartridge. No pt contact. The injector model was unknown and the cartridge model was a aq cartridge fp. The facility was unable to provide the injector and cartridge lot numbers.